Manufacturer narrative:
Printed circuit board (pcb).

Event description:
The customer reported the ventilator screen went blank, then shut down and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service tech confirmed a diagnostic code in the ventilator log history that indicated a ventilator restart had occurred. The service technician replaced the vga pcb board to address the findings. Performance verification testing was completed and tests passed to operating specifications.